Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after performing an infusion set change and was advised to repeat the set change, after which glucose trended downward. Symptoms included elevated blood glucose with a reported peak of 350 mg/dl. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no immediate health effects. Investigation included telephone-based troubleshooting and education. Investigation of this case revealed no confirmed device or component malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.